Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized with a diabetic ketoacidosis. Her blood glucose level was 684 mg/dl. The customer administered a bolus. The customer was off the insulin pump at the time of call. The device was not returned.